Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and load sequence. Customer's blood glucose was 270 mg/dl. Customer reverted to using an alternate method of insulin therapy.